Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and supris suprapubic mesh. Later pt experienced recurrent stress urinary incontinence, persistent urge incontinence, cystocele, rectocele, fecal incontinence, abdominal pain, trouble with bowels, dyspareunia and recurrent prolapse. An exposed suture was excised.